Event description:
As reported from the medical affairs, a patient experienced high cholesterol and high blood pressure on an unspecified date and stents blocked approximately three years and eleven months after initial stents implantation. On (B)(6) 2008, the patient had three cypher stents implanted in the right coronary artery due to blockage. The cardiac cath revealed two vessels diseased and a progression of coronary artery disease. No additional information regarding the procedure was provided. On an unknown date, the patient experienced high cholesterol and high blood pressure. It was unknown if these events were diagnosed prior to stents implantation or after stents implantation. It was reported that the high cholesterol was initially treated with pravastatin, and later in (B)(6) 2012, the patient was switched to simvastatin to treat high cholesterol. In (B)(6) 2012, the patient was prescribed carvedilol and lisinopril for high blood pressure. It was noted that the events remained ongoing. On (B)(6) 2012, the patient experienced stents blocked and underwent double bypass surgery. The outcome of the event was resolved. No additional information regarding this event and the surgery was provided.

Manufacturer narrative:
There were no concomitant medications reported. Please note that the exact implant date was not reported. As reported from the medical affairs, a patient underwent initial stents placement in (B)(6) 2008. Additional information will be submitted within 30 days of the receipt. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00145, 3003742446-2012-00146, and 3003742446-2012-00147.

Manufacturer narrative:
Complaint conclusion: as reported from the medical affairs, a patient experienced high cholesterol and high blood pressure on an unspecified date and stents blocked approximately three years and eleven months after initial stents implantation. This is a (B)(6) male with medical history including allergy- talwin, amoxicillin, trihydrate, and clavulanic acid, smoked unknown amount for 30 years, and history of illicit drug use when young. On (B)(6) 2008, the patient had three cypher stents implanted in the right coronary artery due to blockage. The cardiac cath revealed two vessels diseased and a progression of coronary artery disease. No additional information regarding the procedure was provided. On an unknown date, the patient experienced high cholesterol and high blood pressure. It was unknown if these events were diagnosed prior to stents implantation or after stents implantation. It was reported that the high cholesterol was initially treated with pravastatin, and later in (B)(6) 2012, the patient was switched to simvastatin to treat high cholesterol. In (B)(6) 2012, the patient was prescribed carvedilol and lisinopril for high blood pressure. It was noted that the events remained ongoing. On (B)(6) 2012, the patient experienced stents blocked and underwent double bypass surgery. The outcome of the event was resolved. No additional information regarding this event and the surgery was provided. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13323617 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factor for atherosclerotic disease; i.e. Smoking. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00145, 3003742446-2012-00146, and 3003742446-2012-00147.